Manufacturer narrative:
The proctor mistakenly discarded the handpiece. It is not possible to verify an assignable cause without evaluating the alleged complaint unit. Insufficient information for a complete investigation. The DHR for microtip lot 20713-06 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Headpiece spraing a leak while priming. The leak was near the handle. (B)(6) was in attendance at the case.